Event description:
The iab was inserted into the patient on 1/15/98. On 1/19/98 after iabp for four days, the iab leaked and the iab was removed. No second iab was inserted. Event complications: none from the event - reported 3/24/98. Pt's current statusl unk - reported 3/24/98.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 5/21/98).